Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer single piece lens, but the lens tore. There was no pt contact or injury. The reporter stated the cause of the torn lens was due to a loading error.

Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product found a piece of the lens optic torn off. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.